Event description:
As reported, after deployment of a 6/7f mynxgrip vascular closure device (vcd) the technician noted an approximately 2cm hematoma. The sealant was not deployed to the proper location. Manual pressure was held for the hematoma. The physician attributed the failure to elevated blood pressure (bp) with a systolic bp of 201. The patient had a history of hypertension and hypertensive crisis curing the case. The physician held pressure for a while, but was concerned with the patient having groin pain, so he accessed the opposite site for angiographic imaging to check bleeding due to fluctuations in blood pressure. The device was used with a 6f 11cm avanti sheath. The devices were stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was mild/ moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. 5000 units of heparin were used during the procedure. The act and inr were not measured during the procedure. No sheath larger than 7cm was used during the procedure. There were multiple sheath exchanges starting with an unknown 5f sheath, converted to a 6f non-cordis 45cm sheath and exchanged for the 6f avanti sheath to use the mynx. The device is not being returned for evaluation as the device was contaminated and discarded by the account.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after deployment of a 6/7f mynxgrip vascular closure device (vcd), the technician noted a hematoma that was approximately 2cm. The sealant was not deployed to the proper location. Manual pressure was held for the hematoma. The physician attributed the failure to elevated blood pressure (bp) with a systolic bp of 201. The patient had a history of hypertension and hypertensive crisis during the case. The physician held pressure for a while, but was concerned with the patient having groin pain, so he accessed the opposite site for angiographic imaging to check bleeding due to fluctuations in blood pressure. The device was used with a 6f 11cm avanti sheath. The devices were stored and prepped according to the instructions for use (IFU). The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was mild/ moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. 5000 units of heparin were used during the procedure. The act and inr were not measured during the procedure. No sheath larger than 7f was used during the procedure. There were multiple sheath exchanges starting with an unknown 5f sheath, converted to a 6f non-cordis 45cm sheath and exchanged for the 6f avanti sheath to use the mynx. The mynxgrip device was not being returned for evaluation as the device was contaminated and discarded by the account. The product history record (phr) review of lot f2310201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-sealant dislodged¿ and ¿haematoma¿ could not be confirmed as the devices were not received, and procedural images were not provided. The exact cause of the failure could not be determined. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, blood pressure factors likely resulted in the issue experienced by the customer as it was reported that ¿the physician attributed the failure to elevated blood pressure (bp) with a systolic bp of 201.¿ although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the product¿s IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Additionally, the safety and effectiveness of the mynxgrip have not been established in patients with uncontrolled hypertension (systolic bp >180 mm hg). Users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggest a design or manufacturing related cause for the reported event against the mynxgrip vcd. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the avanti + csi unit. Therefore, no corrective/preventive action will be taken at this time.